Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for an unspecified reason; no product allegations were reported. The device was returned to guidant for routine disposal. Preliminary testing at guidant's reliability assurance laboratory revealed that the device fell short of longevity expectations, provided actual clinical use. Detailed testing is ongoing.